Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they had been having reactions in their entire knee, where it would get red hot, inflamed and was the size of a football. The patient stated that it would also go up the inside of their thighs to the top of their legs and into their groin, as the stimulation would go down their legs. The patient stated that it would start about 3 inches to the right and 3 inches to the back and that it would cover their whole knee. The patient also stated that their head itched. The patient noted they went to their primary care physician (pcp) and that they were on itching medications and steroids. The caller stated they were referred to an immunologist as the health care physician (hcp) thought that it could be a reaction that was occurring. The reaction was noted to be intermittent. Patient services reviewed the materials that would come into contact with human tissue and the patient was redirected to follow up with their hcp to address the issue in the knee. The patient stated that this reaction started on (B)(6) 2019 and that it also happened mildly in mid (B)(6) and the past monday prior to the call. On (B)(6) 2019, the patient called again and stated they went to see their urologist because they had been having a lot of pain/cramping/tightness in their lower abdomen and buttock which was very uncomfortable. The patient also reiterated the information that was previously reported. It was noted by patient services that the patient called their bladder stimulator their ¿pain device.¿ the patient stated their hcp had a staff member who rest the stimulators however the staff member was busy so they could not help right away and the patient wanted a call back from someone who could help them. Patient services offered to help the patient use their programmer to make a change to see if that would help the issue. The patient noted that they got their ins to help with pain from pudendal nerve and interstitial cystitis and sitting. The patient stated they noticed the discomfort most when sitting or laying down and the patient stated that the night prior to the call they decreased stimulation from 1.3 down to 0.8 and it was not as tight. The patient noted the hcp had set it on one setting and thought it would be best to leave it there and thus the patient had been on the same setting for about a year and noted that since implant that it has helped and it hadn¿t helped. The patient stated there had been no falls/trauma to report that could be related to the issue. While on the call, patient services worked with the patient to turn stimulation off. It was noted the patient was on program 4 at 0.8. The patient reported they thought they had used program 2 in the past but that it caused thumping. It was noted the date for when the thumping began had not been asked as the patient was confusing to speak with. The patient reported that it felt better but that they still noticed throbbing. When the patient was later asked by patient services if they wanted to turn the stimulation back on the patient declined, stating they did not want to try something new during work and that they would call back later. Basic interstim education was reviewed with the patient and the patient was redirected to follow up with their hcp to report and resolve their symptoms. The patient noted they continued to work with their hcps regarding their medical issues and that they would continue working with the hcp about their ins. Online tutorials and hcp listings were sent to the patient and the patient noted they would be seeing the staff member at the hcp office on (B)(6) 2019 to reset it but noted it was hard to wait until then. It was also noted the patient may call back for assistance to change programs. The patient also provided additional details about the knee/rash on knee with big welts spreading up to their groin and noted the hcp said it was not cellulitis. The patient reported they have had some tests, met with an immunologist and that they would do a patch test. On 2019-jul-01 in a patient letter, in response to the inquiry of when the patient first started experiencing stimulation down the leg, the patient reported ¿(B)(6) 2017, when the stimulator was placed.¿ in response to the inquiry of what the circumstances were that led to the stimulation going down their legs the patient reported (B)(6) 2019 their ¿left knee turned red and inner thigh bilateral, bilateral groin area red.¿ the patient also noted they had been placed on steroids and antibiotics. In response to the inquiry of what steps had been taken to resolve the stimulation going down the legs the patient replied they ¿cut off stimulator.¿ the patient continued by saying they were ¿not sure stimulator is the cause,¿ and noted they were ¿trying to figure this out.¿ the patient reported seeing another health care physician (hcp) on (B)(6) 2019, no answer. The patient noted that they had gained weight since all of this had happened. The patient also reported more details about their symptoms: red left knee size of a football x2 ¿ small occurrence (¿accurance¿) and light red x2- total times: 4. Same with inner thigh/groin area. There were no further complications reported.